Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. During the procedure, the tape detached from the sheath. Cut at the ablation time. The procedure was completed using another device with no adverse patient consequences. No additional information has been provided.